Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker went into back-up vvi mode. Programming changes were made. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the patient was in stable condition.